Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead was fractured. It was also reported the lead had oversensing, high impedance, and the lead integrity alert tones had triggered. The lead was capped and not replaced. No patient complications have been reported as a result of this event